Manufacturer narrative:
The reported events were helix mechanism issue and high capture threshold. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the the clogged helix and overtorque of the inner coil. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure, the physician observed that the placement of the right ventricular (rv) lead did not result in optimal parameters. The physician attempted to reposition the lead, but the helix would not extend. A new lead was used and implanted successfully. The patient was stable.

Event description:
New information received notes high capture threshold during intial positioning.